Event description:
It was reported that shortly after implant, the patient presented to the emergency department complaining of chest pain and shortness of breath. Further investigation revealed a hemopneumothorax, which was subsequently treated with a chest tube. The lead remains in use. The patient is part of the system longevity study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.